Manufacturer narrative:
No button error alarm noted. However, unit had intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 88 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.